Manufacturer narrative:
The technician found the hi/low drive brake assembly was too greasy. He cleaned the hi/low drive brake assembly to repair the bed.

Event description:
Information received indicates the beds hi/low function is drifting down slowly.